Event description:
It was reported that a pt sustained a 6-cm blister on the right arm after a MRI lumbar spine exam. The pt received antibiotic treatment. The exam used an 8-channel body coil. The pulse sequences used were 3 plane loc, calib, sag t2 frfse-xl, sag t1 fse-xl, ax 3d fiesta, oblique - ax 3d tof spgr, and sag 3d t2 fse with respective durations of 0:24, 0:12, 1:43, 2:29, 2:46, 4:40, and 2:27 mins. There was no conductive object near the pt at the time of the incident. According to the site, the pt did not have padding and the pt's arms were touching the bore. At the end of the exam, the pt complained of warm sensation. The site technologist inspected the pt's skin at that time and found no burns.

Manufacturer narrative:
Ge field engineer inspected the coil and found that it was within specification. The system's operator manual provides the user info of tissue heating during an mr exam, as well as instructions of proper pt positioning and padding. According to the site, the technologist was aware of padding instructions. The technologist indicated that no padding was used due to the pt's size.